Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery, a 3.0x12 xience v stent delivery system (sds) was advanced without resistance and was thought to be deployed; however, during retraction it was noted that the stent had dislodged in the radial artery. The sds was removed from the patient's anatomy without resistance and the dislodged stent was retrieved from the patient anatomy with a snare device. A 3.0x15 vision stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.